Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited unexpected battery depletion, along with failing right ventricular (rv) lead auto capture. It was noted he rv lead had a high output which decreased the longevity estimation of the device. It was noted the rv lead output had been reprogrammed and the rv lead and crt-d remain in use at this time. No patient complications have been reported as a result of this event.